Manufacturer narrative:
As of this date, there has been no return of product. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a revision procedure was performed. This left ventricular lead was removed and replaced. The reason for this procedure is unknown at this time. No adverse patient effects were reported.